Manufacturer narrative:
Corrected data: section h6 - medical device problem code should have been material twisted/bent (2981) rather than break (1069). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken wherein both leads were explanted and a new lead was implanted. This addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31076. It was reported the patient was not receiving effective stimulation. Diagnostic testing revealed high lead impedance values. Reprogramming was initially able to address the issue. X-rays were taken and confirmed leads are kinked at the anchor site. Surgical intervention may be pending to address the issue.